Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump during delivery of dobutamine had an issue when attempting to plug in the pump into another outlet. The pump shut down and popped up with a qr code to manually set the pump. This occurred in the msch 9 tower. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
[Additional information: h6, h11: h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.